Event description:
It was reported the customer has been experiencing elevated blood glucose levels. Customer was receiving intravenous steroid treatments for the past 12 week, and taking additional insulin via pens during the time of treatment. Customer's treatment ended and is now experiencing elevated blood glucose levels. Customer changed site placement to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.